Event description:
It was reported that the patient's system diagnostics recorded high impedances on the lead. The patient needed an MRI. Troubleshooting took place but was unsuccessful. It was also reported that the patient was experiencing discomfort at the ipg site. Surgical intervention took place on (B)(6) 2024 where the lead was explanted and replaced, and the ipg was repositioned to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.